Manufacturer narrative:
This follow-up is being submitted to relay additional information. No product was returned, or pictures provided; therefore, visual and dimensional evaluations could not be performed. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no related deviations / anomalies identified. A definitive root cause cannot be determined. The complaint is not confirmed. If any further information is received which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 3007963827-2023-00258 and 3007963827-2023-00259. D10: medical product: articular surface (mc) left 10 mm height item# 42512100810 lot# 65122273. Femur cemented (cr) narrow left size 8 item# 42502006401 lot# 64927111. G2- australia. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient experienced pain and limited range of motion and underwent a synovectomy in an unknown timeframe post implantation. Attempts to obtain additional information have been made; however, no more information is available.